Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch on the tower was older in style. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.